Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak from the unicel dxi800 access immunoassay analyzer. The customer was performing daily start up, which included daily maintenance and quality control. The customer was unable to determine the source or content of the leak. The customer was wearing personal protective equipment during the event. No injury or exposure was reported.

Manufacturer narrative:
The customer confirmed to hotline that the source of the leak appeared to be an obstruction occurring at reagent shuttle #3. The customer reported to hotline that the event log was showing pipette related errors for pipettor # 3 only. On (B)(4) 2011, a bec field service engineer (fse) performed preventive maintenance and verified instrument repairs per established procedures. (B)(4).